Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision. Prior examination of the patient's ra lead revealed over-sensing of noise resulting in inappropriate automatic mode switch. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (distal portion) was returned in one piece. During electrical testing the lead failed hi-pot test due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.